Event description:
It was reported that the stent dislodged. A 2.75 x 48mm synergy xd was selected for use. During insertion, the stent got caught and dislodged in the watchdog when the stent was insert through a watchdog device outside the patient. The procedure was completed successfully with another watchdog and stent. There were no patient complications reported.